Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat mixed urinary incontinence, pelvic organ prolapse, ureterovaginal prolapse, cystocele, rectocele and urodynamic stress incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain and urinary problems.(B)(4).

Manufacturer narrative:
(B)(4). Narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy/bilateral salpingo-oophorectomy, anterior and posterior enterocele repairs, paravaginal repair, and cystoscopy; due to pelvic organ prolapse, mixed urinary incontinence including ureterovaginal prolapse, cystocele, rectocele, enterocele and urodynamic stress incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.